Event description:
It was reported that during a prostate procedure error 171 was observed. The fiber was exchanged and error 171 was observed with the second fiber. The procedure was not completed. No injury reported. Patient outcome: ¿ok¿ reported. Additional information was not reported. This report is for the second fiber.